Event description:
On (B)(6) 2009, the pt's father reported the pt's insulin infusion device has twice alarmed with an e11 (set not primed) while the pt was sleeping. The first time was in (B)(6) 2009 and the last time on (B)(6) 2009. He stated she does not recall if she pressed any buttons in her sleep. After discussion, the father stated he would check to see if there was a cartridge change attempt and call back. On (B)(6) 2009 the pt's father reported that before the 2 incidents, the pt's infusion device alarmed with an e3 (automatic off) while the pt was sleeping. He stated he also found the pt must have unintentionally put her device in stop and then in the 'change cartridge' mode because both were listed. He said her device piston rod was not retracted when it gave the e11 alarms. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.